Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the insertion needle separated from the sensor base and the cannula was found bent; unable to confirm the insertion needle complaint or to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the sensor broke and received a lost sensor. The customer's mother stated the sensor fell apart. Every time he puts one in, we get a lost sensor message. The sensor was bent. The customer's mother wants to return sensor for analysis. Advised the customer's mother to call at the time of issue to troubleshooting if necessary. The customer's blood glucose was unknown.